Event description:
Baxter reported "transfer set cracked and not closing". Affiliate reports that the luer lock clamp was loose and that there was a free flow of fluid. No patient injury or medical intervention required per affiliate.